Event description:
Caller reported a malfunction on pump, resulting in blood glucose level exceeding 500 mg/dl (27.7 mmol/l). Correction injection via multiple daily injections (mdi) was administered by customer, and technical support decided to replace pump. Customer was informed about storage mode for the faulty pump and acknowledged instructions for returning it to tandem, where a replacement pump would be sent without requiring signature on delivery. Customer was advised about updated software in the replacement and understood recommendations related to sensor usage.